Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported doing the transition, the pa harvester said he did not like the thumb/toggle on the new device. He said you have to hold with force when using it, compared to the thumb switch on the vh-3000, which is light force. He feels this will cause a problem for him with thumb and forearm fatigue, which he does not want (with the sorin device he tried years ago-which was forearm dependent-he had to have 6 months of acupuncture to improve his arm). When using the 3500 it gives him the same feeling. He also said that he would go back to using vv7 if this toggle issue wasn't improved.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported doing the transition, the pa harvester said he did not like the thumb/toggle on the new device. He said you have to hold with force when using it, compared to the thumb switch on the vh-3000, which is light force. He feels this will cause a problem for him with thumb and forearm fatigue, which he does not want (with the sorin device he tried years ago-which was forearm dependent-he had to have 6 months of acupuncture to improve his arm). When using the 3500 it gives him the same feeling. He also said that he would go back to using vv7 if this toggle issue wasn't improved.